Event description:
Customer reports the active meter produced a result of 202 mg/dl with no blood applied to the test strip. No action taken on device result. Customer also states that segments are missing from the active meter display. No adverse event reported. Requested return of suspect device and replacement was sent.